Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing bleeding with a pinch upon application of adc freestyle libre sensor and was therefore unable to test. Customer self-presented to the hospital to get his glucose level checked and due to "possible ketoacidosis". Customer was diagnosed with hyperglycemia and received insulin and water for treatment by the hcp. A test for ketones was performed. There was no report of death or permanent injury associated with this event.